Event description:
The following was reported via email: the monopolar cord melted apart and burned the assistant¿s sterile gown during surgery. It was connecting a valley lab force to the monopolar curved davinci scissors. On 17oct2019 additional information: 1. What was the product being used for when it was observed that the monopolar cord melted apart and burned the assistant¿s sterile gown during surgery? The monopolar cord was connected to the curved scissors which were being used during a davinci laparoscopic hysterectomy. 2. Please confirm whether or not there was any patient/staff impact. There was no patient or staff injury. The surgical assistant¿s sterile gown was replaced, and new monopolar equipment brought in, and the surgery continued without further problem. 3. Was medical intervention necessary? No. No further information available.

Manufacturer narrative:
Follow up (B)(4) the event date was changed to (B)(6) 2019. The complaint product was returned, and an evaluation was performed. The instrument at the time of manufacturing would have conformed to all specifications for the production. The root cause for the reported issue is most likely due to wear during maintenance/processing, excessive use and sterilization, and appears to have reached end of life. There have been no issues identified with the material or manufacturing process.

Manufacturer narrative:
Pr # (B)(4). On (B)(6) 2019 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
The following was reported via email: the monopolar cord melted apart and burned the assistant¿s sterile gown during surgery. It was connecting a valleylab forcefx to the monopolar curved davinci scissors. 17oct2019 additional information: what was the product being used for when it was observed that the monopolar cord melted apart and burned the assistant¿s sterile gown during surgery? The monopolar cord was connected to the curved scissors which were being used during a davinci laparoscopic hysterectomy. Please confirm whether or not there was any patient/staff impact. There was no patient or staff injury. The surgical assistant¿s sterile gown was replaced, and new monopolar equipment brought in, and the surgery continued without further problem. Was medical intervention necessary? No. No further information available.